Event description:
It was reported that, since (B)(6) 2011, the pt experienced intermittent paresthesia. Recently, the pt experienced a loss of paresthesia. On (B)(6) 2011, all impedance readings were greater than 4,000 ohms, except for lead combinations 0-1, 1-2, 2-3, 4-5, 5-6, and 6-7 which had impedance readings that were 1,395 ohms. It was not possible to reprogram the pt's implantable neurostimulator. X-rays of the device, leads, and extensions indicated that nothing was broken. An intraoperative "review' was to be performed to determined the cause of the reported issue. There was no injury to the pt. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up available will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3487a; lead model 3487a. Analysis of two leads both model 3487a lot numbers unknown, found the connectors crushed on the proximal ends of the leads. On one lead, all the conductors were noted to be broken 10.2 cm from the proximal end, while the other lead had all conductors broken 12.2 cm from the proximal end. The outer insulation was pinched on both leads. Visual inspection of the distal ends found they were okay. Open circuits were identified on both leads; there were no shorts between circuits.

Event description:
Additional information received reported that the possible root cause was the patient falling in the street. During the lead explant procedure intraoperative impedances were all out of range. The extensions were fine, and only the leads were explanted. Upon visual inspection the right lead appeared to be broken at the anchor site. It was unclear what was wrong with the left lead. The patient was implanted with a new (B)(4) lead. Peri-operative paresthesias covered the patient's entire pain area. Post-operative programming was performed and the patient was discharged on (B)(6) 2011 without complications.

Event description:
Additional information received reported the deep brain stimulation patient experienced a loss of therapeutic effect. Impedance measurements were high, and the physician decided to conduct a revision on (B)(6) 2011. During the revision the surgeon checked the extension and when he pulled on it, it broke. There was no patient injury. The previously reported event included pain stimulation devices; however, additional information received stated the event regarding deep brain stimulation occurred with the same patient and was the same event as previously reported.

Manufacturer narrative:
Lead model unknown lot# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2011, lead model unknown, lot# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2011. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
Extension: model 74829553, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2011; extension: model 74829553, serial# unknown, implanted: (B)(6) 2002, explanted: unk.